Event description:
The customer reported the system failed to terminate an exposure. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.